Event description:
Upon further investigation it was determined that the reported event resulted from user error.

Event description:
It was reported that during a procedure, the tip of the photonblade 3 broke off. No information was available regarding patient involvement, medical intervention, surgical delay or adverse event.

Manufacturer narrative:
D4: lot number of the device is unknown, full UDI is not available.